Manufacturer narrative:
After investigation this has been discovered to be a duplicate of MFR#1038671-2021-00433 all new information will be reported and processed under MFR#1038671-2021-00433. Corrected information_ b5, d1, d4 all, g4 510k h4, device corrected to logic femoral ps cem right sz 5, cat# 02-010-01-0350, sn (B)(6). All new information will be reported and processed under MFR#1038671-2021-00433.

Event description:
Right knee.

Manufacturer narrative:
Pending investigation. Concomitant medical products: m009096 02-022-44-5010 - truliant tib imp psc insert sz 5, 10mm. 4908095 02-010-66-2003 - metaphyseal femoral cone, medium, h52mm. 6141881 02-012-60-1680 - tru stem ext 16mm x 80mm. 4845863 02-012-61-2000 - tru offset stem ext coupler, 2mm. 5101449 208-05-05 - cc distal fem augment sz 5, 5mm. 5101450 208-05-05 - cc distal fem augment sz 5, 5mm. H7: z-0023-2022 for m009096 02-022-44-5010 - truliant tib imp psc insert sz 5, 10mm.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2020. The patient presented with complaints of pain and was revised due to a loose femur and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.